Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that no steps had been taken to resolve the tingling issue and stated that it went after adjustment by the neurologist within about a week. The tingling issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient felt tingling at the ins site when pressing on the ins, noting it felt like electricity there. Sometimes when lying on their left side they felt tingling at the ins site and needed to readjust their sleep position. They noted this did not hurt. No further complications were reported as a result of this event.